Event description:
It was reported that following a pump replacement, the patient developed an infection at the incision site. The replacement took place on (B)(6) 2012 and the patient presented for a follow-up on (B)(6). At this time the wound was "washed and swollen". The patient was given oral antibiotics. The plan was to admit the patient to remove the entire system and wash the wound. The catheter and pump were removed and the incision and drainage were performed on (B)(6). Cultures were taken but results were not available. The patient had last been seen on (B)(6) for continued wound care. The patient was being managed with oral baclofen. The patient was to be seen again in (B)(6). The reporter stated that when the wound was completely healed they planned to place a new pump and they hoped to do this within the next 90 days following the report. The reporter noted that "the patient had issues with healing before (no relation to pump therapy)". The issues were a product of his comorbidities and disease progression. The device system was used to deliver compounded baclofen. A follow-up report will be submitted if new information becomes available. Information received on (B)(6) 2012 "it was reported, the cause of the event was an infection" was previously reported in manufacture report #3007566237-2012-01880.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8709 lot# l67850, implanted: 1999 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).